Event description:
It was reported that this pacemaker and non bsc right ventricular (rv) lead recorded a presenting electrogram where loss of capture (loc) was observed. Also, a signal after the ventricular pacing is under sensed. The pacemaker and right ventricular (rv) lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and non-bsc right ventricular (rv) lead recorded a presenting electrogram where loss of capture (loc) was observed. Also, a signal after the ventricular pacing is under sensed. The right ventricular (rv) lead remains in service and the pacemaker has been explanted and returned for analysis without additional allegations at this time. No adverse patient effects were reported.